Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Follow up confirmed that one of the following lot numbers failed, which of the three that failed is unknown. The lot number is one of the following: 66218539, 66218554 or 66169930. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: united kingdom.

Event description:
It was reported that during surgery, they attempted to harvest a split thickness skin graft via a dermatome, after all checks and thickness setting, harvesting the graft resulted in highly defective and shredded graft, necessitating the need to harvest a second graft from the same area to cover the leg defect. During device investigation, it was discovered that the blade was related to the reported issue. Due diligence is complete, there is no additional information available.